Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have to sometimes hit buttons multiple times before they can get a response and also had to keep replacing batteries about every 12 days. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting for replace battery alarm. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated that the buttons are now responding. The insulin pump will not be returned for analysis.